Event description:
Customer reportedly received result of 579 mg/dl on the advantage system and 95 mg/dl on professional's device within 10 minutes. A lab value of 125 mg/dl was also obtained at the same time. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.